Event description:
It was reported that a flo-gard IV solution administration set leaked from its tubing. This occurred during infusion of potassium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Visual inspection revealed a small part of the tubing appeared chewed, located approximately 53 cm below the chamber. Underwater leak testing was performed, and a leak was noticed from the chewed area. The reported condition was verified. However, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.